Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary tower had a door failure. The customer reported that the tower door was not opening and there was a delay in dispensing the medication. There were no adverse events or injuries reported as a result of this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for s/n (B)(6) was performed from the date of manufacture, 17may2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigating the device involved in this incident, it was determined that the malfunction had occurred due to a door failure. A field service engineer replaced the tower latch to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.